Manufacturer narrative:
The insulin pump had a constant force sensor calibration values corrupted alarm due to faulty mother board. Analysis was unable to verify motor error alarm or motor position encoder error alarm due to constant force sensor calibration values corrupted alarm anomaly. However motor passed motor test. The drive support disk was inspected and no anomaly was noted. Analysis was unable to verify unexpected restart alarm or keypad due to force sensor calibration values corrupted anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and force sensor calibration values corrupted. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.